Manufacturer narrative:
The t: slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. During troubleshooting with tandem technical support, occlusion was found to be at the infusion set tubing. Reportedly, the customer was using apidra insulin. There was no impact to customer's blood glucose level.